Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 1.5% and 2.5% therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2012, the patient performed a pd exchange but there was no drain in and out flow. On (B)(6) 2012, the dianeal therapies were discontinued. During a call, the following was reported. On (B)(6) 2012, the patient experienced abdominal pain and cloudy effluent. On (B)(6) 2011, the patient was hospitalized for peritonitis which manifested as abdominal pain and cloudy effluent. The cause of peritonitis was not reported. Treatment was not reported. At the time of this report, the patient had not recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.